Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard augment item # unknown lot # unknown, vanguard femoral item # unknown lot # unknown, vaguard stem itm 3 unknown lot # unknown, vanguard tibial tray item # unknown lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total knee arthroplasty and subsequently the patient was revised due to implant fracture and wear.